Event description:
Event description guidant received information that the left ventricular pacing lead had dislodged 4 months post implant; therefore the lead was extracted. During placement of a new lead, pacing capture could not be attained. The lead was removed and a new epicardial lead was successfully implanted.